Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation of the implantable pulse generator (ipg) an error message was indicated referencing "programmer software has detected a battery calculation error, the longevity figures and other battery figures are no longer correct. However, the pacemaker remains operational." It was noted the device is nearing recommended replacement time (rrt) and battery status was listed as "ageing" indicating less than six months anticipated longevity remaining. It was recommended the patient be put on a three month follow-up interval. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.